Event description:
The customer stated they had just begun using the iron/magnesium calibrator lot 54187m200 on the architect c8000 and the quality control shifted out of range low. The customer reverted back to the previous calibrator lot and all quality control recovered on mean. The customer verified that all maintenance was up to date and there were no issues with the quality control for any other assay. The customer requested an alternate lot of calibrator. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is complete.